Event description:
It was reported that during a coronary stenting treatment procedure, balloon withdrawal resistance occurred. The lesion was pre-dilated with a 2.5x15mm non bsc balloon. The physician implanted an express2 3.5x20mm monorail stent to the 70% stenosed lesion located in the extremely tortuous left anterior descending (lad) artery. The stent was deployed at 14 atms for 20 seconds. After deflation, the physician was unable to remove the stent delivery balloon. The balloon was inflated again 3-4 times, but the balloon could not be withdrawn. A guide catheter was then inserted to the lad and the balloon was successfully withdrawn. Stent positon was confirmed with ivus and no problem was found. No patient complications were reported. Patient status post procedure is noted as good.